Event description:
It was reported that the patient presented in the clinic for follow-up. Upon interrogation it was noted that atrial tachycardia/atrial fibrillation episodes demonstrated right atrial lead (ra) noise. The noise could be reproduced with isometric exercises in the clinic. All electrical measurements were within normal limits. The device was reprogrammed, and the patient would continue to be monitored. The patient was in stable condition prior, during and post check-up.